Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One controller (con210637) and five batteries were returned for evaluation. Bat206138 was not returned for evaluation. However, review of the manufacturing documentation confirmed that bat206138 met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat201388, bat205932, bat210011, bat205982, and bat217637 revealed that the units passed visual inspection and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat201388, bat205932, bat210011, bat206138, bat205982, and bat217637. Additionally, the logs revealed premature switching events due to communication errors involving bat205932, bat205982, and bat217637. Failure analysis of the controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector; the reported power switching could not be replicated during testing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. The loose connector finding is not related to the reported event. A review of the manufacturing documentation confirmed that the controller met all requirements for release. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections identified on smr-loaded controllers additional devices added for this event: bat201388- UDI number- (B)(4), return date-03-13-2017, bat205932- UDI number- (B)(4), return date-03-13-2017, bat205982- UDI number- (B)(4), return date-03-13-2017, bat210011- UDI number- (B)(4), return date-03-13-2017, bat217637- UDI number- (B)(4), return date-03-13-2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient recognized that the controller switched from one power port to the other before battery capacity was down to 25% (>25%). The patient exchanged the affected controller to the backup controller by himself without any symptoms. There were no reported consequences or impact to the patient. Log files are currently not available as the patient was on vacation at the time of the event. No further information was provided.

Manufacturer narrative:
Other devices involved in this event: battery/bat205932; (B)(4), battery/bat205982; (B)(4), battery/bat217637. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Additional devices added for this event: (B)(4). Battery - (B)(4) catalog# 1650de exp. Date: 2015-10-31 MFR. Date: 2014-10-31. Battery - (B)(4) catalog# 1650de exp. Date: 2016-03-31 MFR. Date:2015-03-31. Battery - (B)(4) catalog# 1650de exp. Date: 2016-03-31 MFR. Date: 2015-03-31. Battery - (B)(4) catalog# 1650de exp. Date:2016-04-30 MFR. Date: 2015-04-30. Battery - (B)(4) catalog# 1650de exp. Date: 2016-10-31 MFR. Date: 2015-10-31. Battery - (B)(4) catalog# 1650de exp. Date: 2017-04-30 MFR. Date:2016-04-30. Device evaluated by MFR?: batteries have not been returned to the manufacturer. Preliminary log file analysis provided on february 6th, 2017 indicated that the following batteries were involved in the reported power switching event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.